Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted leads migrated and/or clustered in the device pocket with a lead segment beginning to protrude under the skin. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted and a temporary pacing lead was implanted until a system replacement could be performed. The system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.